Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument was not grasping. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting grip failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a small grasping retractor instrument and performed the failure analysis (fa). The fa found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The complaint regarding grip failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.